Event description:
A customer reported prior to starting a cataract extraction with intraocular lens implant procedure, the footswitch presented problems and the system locked. The surgery was completed using an alternate system. There was no impact to scheduled procedures.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).